Manufacturer narrative:
Medical device lot #: an invalid lot # of 2003190 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd discardit¿ ii 10 ml syringe experienced leakage. The following information was provided by the initial reporter: the customer informs that the plunger of the 10 ml discardit syringe is leaking when injecting the medicine and spills over the hands of the nurse. The medicine does not stay sterile in the syringe.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2003190. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were examined and no defects were observed.

Event description:
It was reported that the bd discardit¿ ii 10 ml syringe experienced leakage. The following information was provided by the initial reporter: the customer informs that the plunger of the 10 ml discardit syringe is leaking when injecting the medicine and spills over the hands of the nurse. The medicine does not stay sterile in the syringe.